Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® sst¿ blood collection tube had fibrin, clots, and red blood cell residue present in the gel during the centrifugation. This occurred on 5000 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter, translated from spanish to english: "it is observed that when centrifuging the tubes with sst gel, clots and fibrin are present. Also residues of red blood cells in the gel."

Event description:
It was reported that the bd vacutainer® sst¿ blood collection tube had fibrin, clots, and red blood cell residue present in the gel during the centrifugation. This occurred on 5000 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter, translated from spanish to english: "it is observed that when centrifuging the tubes with sst gel, clots and fibrin are present. Also residues of red blood cells in the gel."

Manufacturer narrative:
Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for clotting/fibrin/red cell hang up with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.